Event description:
It was reported that during the procedure in the mid left anterior descending artery, a 2.75x18 vision stent was deployed successfully with good results. While in the post-operative holding area, the patient began to experience chest pain, shortness of breath, and decompensation. Electrocardiogram (EKG) revealed global st elevations and pr depression. The patient coded and cardiopulmonary resuscitation was started. The patient was taken back to the cath lab and cine revealed the vision stent was patent. Echocardiogram revealed no dissection, perfusion, thrombus or occlusion. The patient developed ventricular tachycardia and died. The possible cause of death was reported to be pulmonary embolism. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of pulmonary embolism, angina, and death are known adverse events listed in the vision instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.